Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure,a burning smell was noted while the physician was lasering the stone. They stopped lasering and the nurse checked the fiber connector and also noted that it was hot to touch. Reportedly, the nurse was not burned. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.